Manufacturer narrative:
Corrected data: in review, it was noted that the incorrect date (9/18/2019) was inadvertently entered in section d10 of follow-up report #2 returned to manufacturer. The information has been corrected in this supplemental report and the following field was updated accordingly: section d10: returned to manufacturer: 10/11/2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 9/18/2019 section h3. Device returned to manufacturer? Yes device evaluation: the visual inspection of the sample cylinder and remaining solution indicated a component defect or non-conformance; an area of cured silicone inside the glass cylinder has released particles to the ovd solution. Silicone emulsion is applied to the glass cylinder and hardened prior to filling the cylinder with ovd solution. Occasionally, an extra drop(s) of emulsion is found on the inner surface in the neck of the cylinder. This material is hardened in the process, but is not bound to the surface of the glass. This material can generate smaller particles if the material is loosened from the surface of the glass. This is a known issue with a low frequency of complaints. The silicone coating is necessary to ensure that the rubber plunger moves forward easily in the cylinder during use of the product. Manufacturing records review: a manufacturing record review was performed and no deviation related to current complaint is reported in the manufacturing record. A search in the complaint system revealed no similar complaints have previously been reported on this batch. Conclusion: the customer¿s observation was confirmed and an assignable cause has been determined. The material is identified as cured silicone particles. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Additional information: additional information provided indicated that the lot number of the healon pro device is ue31096. Therefore, the following fields were updated accordingly: section d4: catalog #: 10260012, section d4: unique identifier (UDI#): (B)(4). Section d4: lot number: ue31096 and section d4: expiration date: 2/28/2022. Section h4: device manufacture date: 3/31/2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Catalog #: a complete catalog # is unknown as lot number was not provided. Unique identifier (UDI#): unknown, as lot number was not provided. Lot number: unknown, information not provided. Expiration date: unknown, as lot number was not provided. If implanted, give date: not applicable as this is not an implantable device.  If explanted, give date: not applicable as this is not an implantable device.  (B)(6). Device manufacture date: unknown as lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer noticed cloudy foreign substance while injecting healon into the eye. The cloudy foreign substance was injected into the eye and removed. There was no patient injury. No other information provided.